Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 300cc mentor memorygel breast implant and experienced postoperative right-sided infection. The patient experienced bleeding, sutures have loosened with small amount of dehiscence, and incision is draining small amount of serosanguineous fluid. Patient¿s known history included breast cancer; breast infection and dehiscence of wound in radiated area of right breast. The surgeon attempted to reclose the wound, but observed that there were bubbles inside the implant. As a result, the patient underwent removal and replacement with 275cc mentor memorygel breast implant, catalog # 3502754bc and serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported a patient developed infection at incision line and noted bubbles in the implant. During evaluation of the sample, it was observed bubbles measuring approximately 4.1 cm. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Bubbles are a known occurrence with these devices and are referenced in our current product insert data sheet. It is possible that after the device has been inspected, bubbles may move in the gel during sterilization, autoclaving or manipulation of the device and will diffuse and dissipate of their own accord. These bubbles will not detract from the safety or efficacy of the prosthesis. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Mentor product analysis lab concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).